Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated the battery depletion rate after the explant measured 170 mv. In low power idle mode without any stimulation, the ipg consumed 102 ua, above the 50 ua limit. The source of the device damage was unknown.

Event description:
A report was received that the patient underwent a procedure for an unknown reason. Device evaluation indicated that the source of the device damage was unknown. No further information could be obtained.